Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure using a perclose technique of the proximal femoral artery after an interventional procedure. Reportedly, one of the sutures had come out of the arterial port and the device was not deployed. Another prostar xl was used. After the sutures were deployed, resistance was felt when the 18f sheath was advanced in the arterial lumen and the green suture was repeatedly pulled in. As a result, the green suture was removed leaving the white suture in the artery. It was not specified if the white suture achieved hemostasis. There was no reported adverse patient sequela. No additional information was provided.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump was involved in a collapsing set incident during a propofol (non baxter drug) infusion to an unidentified patient. The pump did not alarm for the occlusion and continued to infuse at a lesser rate resulting in less drug effect on patient. No patient injury or medical intervention was reported. The master software version of this device was 5.80.92, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the handle, needles and sutures were still in pre-deployed positions. The green coiled suture lumen was not returned with the device and the green suture bight was exposed at the suture tube. Presence of dried blood on the white coiled suture lumen and marker tube which is an indication that the device was inserted inside the patient. We were unable to determine the root cause for this event. There were no manufacturing or product quality deficiencies detected. Review of the lot history record did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). Prostar xl suture-mediated closure (part 12322-02, lot unk) indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received.